Event description:
It was reported that during a da vinci-assisted pediatric nephrectomy surgical procedure that there were two instances of system power loss. During the power loss the universal surgical manipulators (usms) moved on their own. The customer had no additional information. The intuitive technical support engineer (tse) reviewed the system logs and found a power issue occurred on (B)(6) 2025. The tse explained the proper behavior of the system when it experiences a loss of power. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse found the patient side cart (psc) manual cart drive was left on (to the right) next to the vision side cart (vsc). Fse notified the charge nurse to keep cart drive to the left to keep the psc locked in place. Fse found the vsc plugged into the same power circuit as the integrated electrosurgical unit (iesu) or erbe, storz endoflator 50, and sony nucleus. Fse found both surgeon side carts (ssc) were plugged into the same power circuit together. Fse recommended that the vsc, psc, and sscs all get plugged into dedicated ups circuits. No errors were reported by the system on startup. Fse unplugged the psc from the wall power and verified that it was able to run on battery. Fse monitored the state of charge of bms with psc (without instruments or driving) connected to vsc and unplugged from wall power. Fse plugged back into wall power and confirmed that battery started charging. Electrical safety tests on vsc, psc, ssc1, and ssc2 passed. System test drive passed. Fse unplugged vsc from wall power during test drive and confirmed that psc arms didn't move. Fse also confirmed that arm clutches were able to unlock setup joint (suj) and universal surgical manipulator (usm) brakes and instruments were able to be removed. Fse reviewed error logs and saw that the left master tool manipulator (mtm) was interrupted while trying to home during self-tests after reboot following first loss of power but was later able to complete self-tests. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. Fse could not reproduce the reported issue. The fse's service visit did not reveal any issues related to the customer reported event.